Manufacturer narrative:
Analysis of the implantable neurostimulator found the battery was overdischarged and permanently damaged. Analysis of the lead (s/n (B)(4)) found that all conductors were broken 24.9 cm from the distal end and the braid was broken. Analysis of the lead (s/n va0bjq6006) found all conductors were broken 32.5 cm from the distal end and the braid was broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient used to be able to charge once a week for 5-6 hours but his charging time and overall difficulty had gotten worse. The rep reported that the patient didn¿t believe anything prompted it. The rep reported that the patient didn¿t get more than 4 coupling boxes when charging. No further complications were reported.

Manufacturer narrative:
Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020. Product type lead, product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The patient saw their managing healthcare provider (hcp) after discharge and decided to replace the ins. When they replaced the ins and checked the impedances, 0-7 were avoid and 8-15 were do not use. All electrodes were out of regulation (oor). The ins was replaced and they closed up the patient. A lead revision would be scheduled for a later date. The rep did not believe the original ins was overdischarged. The explanted ins would be sent for analysis. Additional information received from a manufacturer representative (rep). It was reported that the cause was unknown. The ins was replaced, but an impedance check during replacement showed all 16 electrodes were out of range. The patient's system was not programmed and is turned off. A lead replacement was scheduled for (B)(6) 2020 information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the lead needed to be replaced because it wasn't working. No further complications were reported.